Event description:
It was reported that balloon rupture occurred. A sv/5.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patient was in good condition.